Event description:
It was reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to high defibrillation thresholds (dfts), and non-conversion of ventricular tachycardia (vt). The vt spontaneously converted on its own. No additional adverse patient effects were reported.